Event description:
Affiliate reported that it was noted that the stepping motor in the inlet valve came off from the base. As a result the device was replaced.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation it was noted that the stator was dislodged, therefore the cam position/pressure could not be determined. When examined it was found that the valve casing was cracked and the cam mechanism pillar has come away from the stator. It appears that the device may have been subjected to some form of impact. This however could not be confirmed. A review of the device history records confirmed that this device conformed to the required specifications prior to distribution. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.